Event description:
Customer reported there is a large tear in the bed located on the mattress compartment. The issue was discovered during setup, but the date is unk. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation confirmed the reported issue and also, revealed that the pt access, panel sides a and b, slider bodies are open. Additionally, two feet of the drainage port zipper is frayed. (B)(4).